Manufacturer narrative:
Photographs of the subject device were supplied by the pt's attorney and evaluated at jjpi. The capacitor mounting was noted to be broken on one side and the screw used to hold the other side of the capacitor was missing. These conditions may have allowed migration of the capacitor inside the unit housing. The lead to the capacitor had possibly come in contact with the output circuit thus causing unintended electrical contact with pt. The outer metal casing of the device was noted to be severely dented in several places, indicating that it had been dropped or otherwise impacted a number of times. The apparent damage to the outer casing of the device could have brought about the internal damage to the capacitor. Neither the broken portion of the capacitor mounting nor the screws used to hold the component in place were seen in the photographs supplied and apparently were not inside the casing. Note: the device has not been returned to the MFR for examination. Photographs of the sheets which were said to be on the o.r. Table at the time of the reported injury were also supplied and showed evidence of burn marks where the pt's feet had been in contact with the sheet used to cover the o.r. Table. Photographs of pt's feet were also supplied.